Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including pressure and clear passage testing, were completed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the upper access port of three (3) clearlink system continu-flo solution sets would not work. It was further reported the sets could not be flushed or aspirated using an unknown syringe. This issue occurred during priming of a secondary set. There was no patient involvement. No additional information is available.